Manufacturer narrative:
A review of the complaint history for sn (b(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to open and not detected on bus. A field service engineer (fse) inspected main full height drawer 5, which was not detected on the bus, and noted no lights on the interface board and verified that the drawer controllers passed the ohms test. Fse replaced the interface board and secured all connections, performed testing in the hardware test application (hta), which passed successfully, and the customer verified normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 displayed it was not detected on bus and failed to open, required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.